Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the analyzer and found the probe was dripping. The fse determined the vacuum pump was not working. The fse replaced the vacuum pump assembly and the drip at the probe was fixed. The instrument were verified per established procedures. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was identified during the start-up procedure. The volume of the leak was a few drops of diluent and was not contained within the instrument. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.